Manufacturer narrative:
(B)(4).

Event description:
The customer reported the ventilator failed the safety valve test during pre-operational testing because the safety valve cannot open. No patient involvement.